Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported that the occlusion was found to be within the cartridge. Tandem's technical support educated customer on cartridge labeling. In addition, the customer received multiple button alarms. Reportedly, the button alarm may have been due to a stuck button. Pump supplies were changed to address the events and insulin delivery was resumed. The customer's blood glucose was 300 mg/dl.